Event description:
A burn was observed on the pt's uterus, which seemed to have been caused by stray current leaking from between the handle and the scissors tip. There was melting of the plastic sheath of scissor tip. The sheath melted in line with the "microline" writing. The tip of the handle has a definite burn. Pt data is not allowed to be released as part of the UK data protection act, therefore, section a is blank. There were no adverse or long term implications for the pt who was discharged in accordance with hosp protocol.

Manufacturer narrative:
The returned hand piece had severe burn damage on the insulation tube at the distal end. The o-ring was also damaged. The hand piece functioned mechanically. There was not enough info rec'd to determine the condition of the o-ring prior to use, therefore, the root cause could not be determined. Using the device for cautery with an o-ring in damaged condition has a higher chance of not providing enough insulation. No issues were found on the device history file. The scissors tip was not returned, therefore, no investigation could be conducted. The renew hand piece instructions for use contains precautions; item 3 states, do not use hand piece if the o-ring located at the distal end of the shaft appears worn, damaged or missing.